Event description:
A report was received that the patient is having trouble charging their implant. The patient had recently gained weight and is no longer able to charge the implant due to scar tissue. The patient is scheduled to undergo a pocket revision.

Manufacturer narrative:
The ipg passed visual inspection. The error code 10h0 was verified. Further analyses found corrupted seeprom 1 data in software configuration, battery and patient data blocks, which were filled with all ff's. The corrupted battery block data ff was interpreted as the device in hibernation even the actual battery voltage is 4.05 volts. Due to this hibernation condition, the device could not be linked and became inaccessible. The root cause of the seeprom 1 data corruption reportedly occured during fw upgrade in the field.

Manufacturer narrative:
Additional information was received that during the pocket revision the ipg was replaced due to 10h0 error code. The error code was not able to be cleared and the physician decided to replace the ipg. The patient is doing well following the revision. (B)(4).

Event description:
A report was received that the patient is having trouble charging their implant. The patient had recently gained weight and is no longer able to charge the implant due to scar tissue. The patient is scheduled to undergo a pocket revision.

Event description:
A report was received that the patient is having trouble charging their implant. The patient had recently gained weight and is no longer able to charge the implant due to scar tissue. The patient is scheduled to undergo a pocket revision.